Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Product handles were reported to be discoloured and degrading.

Manufacturer narrative:
Review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock between (B)(6) 2007 and (B)(6) 2007 with no reported discrepancies. Based on the device identification the complaint databases were reviewed from 2007 to present for similar reported events regarding santoprene damage. Lot ID there have been four other events for the lot referenced. Trend detection a review of the trending project folder indicates that there is no existing trend analysis for this product and issue. Visual inspection: the device was returned in used condition. Visual inspection confirmed that the green santoprene handle was discolored and degraded. Conclusion: the event was confirmed; the device handle is discolored and damaged. The sales representative indicated that the hospital has been experiencing some sterilization issues and using a metal cleaning chemical which could have been a contributing factor to the damage found. The damaged device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Product handles were reported to be discoloured and degrading.